Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 8.7 mmol/l. The caller stated that the alarm had not occurred after any moisture exposure and that no buttons had been pressed for more than 3 minutes. The user was unable to clear the alarm, as none of the buttons worked. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive up and down arrow buttons due to corroded keypad traces. The device was unable to perform the displacement test due to the unresponsive buttons. No moisture damage was found on the electronic assembly. The unit had a cracked reservoir tube lip, minor scratched liquid crystal display window and a cracked case at the display window corner.